Manufacturer narrative:
This report is being supplemented to provide additional information based on evaluation and the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to carbonization of the light-emitting diode harness. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an e105 lamp error. The issue was found when preparing the device for use in a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the error message was displayed due to a charred led harness. Also, evaluation found a worn out video connector latch causing poor connection with pigtails and the switch was the old version. This event is under investigation. A supplemental report will be submitted upon receiving additional information.